Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a mildly tortuous right coronary artery (rca). A 10/2.75 flextome¿ cutting balloon¿ was selected for use. During procedure, upon first inflation at 4atm for 10 seconds, it was noted that the balloon ruptured. The device was removed from the patient's body and completed the procedure with a different device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 1.0 mm distal to the distal end of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a mildly tortuous right coronary artery (rca). A 10/2.75 flextome cutting balloon was selected for use. During procedure, upon first inflation at 4 atm for 10 seconds, it was noted that the balloon ruptured. The device was removed from the patient's body and completed the procedure with a different device. There were no patient complications reported and the patient's condition was good.